Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose level. The high blood glucose level of customer was 587 mg/dl. The current blood glucose level was 162 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that customer had experienced symptom related with high blood glucose level. It was unknown that auto mode feature was active at the time of incident. The insulin pump had insulin flow blow blocked alarm during bolus. Customer was able to clear the alarm during troubleshooting. The insulin pump will not be returned for analysis.